Event description:
During the coronary artery bypass procedure, two seals did not deploy out of the delivery tube into the aorta. There was no other info provided by the reporter. No pt complications were reported by the hosp.